Event description:
Event description guidant received information that following a fall, this patient with an implantable cardioverter defibrillator (ICD) presented to the emergency room with a heart rate of 30 bpm. Device interrogation revealed numerous fault codes and an open impedance message.